Event description:
A remstar auto a- flex device was returned to a third- party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third- party center the foam particles were found inside the blower kit and an object code indicates the blower contributing to the foam degradation was noted. Additionally, the service technician also observed error e53 (err_comp_log_sem_timeout) on the device logs. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/ or product malfunction.